Event description:
Morning blood glucose = 120mg/dl and 115mg/dl before lunch. Customer was found unconscious and the paramedics were called. Paramedics meter reading = 35mg/dl. Glucagon gel was given and pt was admitted to the hosp. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.